Event description:
It was reported that the patient presented to the clinic for a scheduled follow-up. Chest X-ray imaging confirmed right atrial (RA) lead dislodgement, with the lead noted to have moved into the right ventricle. The RA lead was repositioned into the right atrium on (b)(6) 2026. The patient was discharged with no reports of adverse consequences.